Event description:
It was reported that a bipolar cord malfunctioned during a diagnostic laparoscopic cyst procedure. The surgeon used a non-wolf instrument to dissect adhesion and the pt's uterine vein was nicked. The wolf bipolar cord was used to connect the megadyne generator and a non-wolf surgical instrument for cautery. The surgeon was not able to stop the bleeding. The end result is that the pt expired.

Manufacturer narrative:
At this current date, the device is in richard wolf's possession. We are in the process of completing an investigation.